Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 50mm abdominal aorta aneurysm. An additional endurant limb etlw1616c93e was implanted under five years later due to an unknown reason. It was reported the following year a follow up CT revealed a type ib endoleak on etlw1616c124e/ v07808220. A etlw1610124e iliac extension was placed in the left iliac and the ib endoleak subsequently resolved. Per the physician the cause of the type ib endoleak was anatomy related due to disease progression of the of iliac artery. No additional clinical sequalae were provided and the patient will be monitored.